Event description:
It was reported that the physician requested review of this implantable cardioverter defibrillator (ICD) data to confirm device operation. Upon review, it was noted that the anti-tachycardia pacing (atp) therapy delivered was not successful. The rhythm accelerated from the vt zone to the vf zone after the last atp was applied. The device then delivered an appropriate electric shock and was successfully converted the rhythm. Reprogramming efforts were discussed and ongoing follow up will be conducted. No additional adverse patient effects were reported. This device system remains in service.